Manufacturer narrative:
The reported event of hemolysis and increased pump power consumption was confirmed based on the eval of vad-3620. Examination of the pump rotor inlet section revealed a dark, denatured thrombus surrounding the rotor inlet bearing ball. The deposition appeared to form in laminated layers, which is an indication that it grew over an undetermined amount of time while the pump was in operation and became denatured due to prolonged exposure to bearing heat. Eval also revealed a deposition on the rotor similar to the deposition noted on the rotor inlet. The root cause of this thrombus found on the rotor could not be conclusively determined although it appeared to be ingested, possibly originating around the inlet bearings, and did not develop on the rotor. A soft, unstructured deposition was also found in the outlet stator. Due to the lack of structuring and laminated layering, it appears this thrombus was ingested and did not develop in the outlet stator. The thrombi found around in the pump would have affected the blood flow through the device and caused resistance on the spinning rotor, contributing to the reported hemolysis and increased power consumption. The pump was cleaned, reassembled and functionally tested under loaded conditions; the pump operated as intended during all testing. Examination of the bearings and blood contacting surfaces revealed no defects or abnormalities that would have contributed to thrombus development. A review of device history records for this pump showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. Pump thrombus was suspected due to high power consumption and hemolysis. The pt received a heart transplant.